Manufacturer narrative:
The reported event of marker anomaly was confirmed. Based on the information provided, it was determined that the markers were classified as reconfirmation. Due to the second vf episode overlapping with the first episode, the capture diagnosis marker was not captured during the pre-trigger. Therefore, vs markers are displayed by default instead of vf due to the programmer not having all the markers required for processing and rendering. The device is performing per design.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a marker anomaly. No intervention was reported. The patient was stable and asymptomatic.